Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed a hipot test. The cause for the failure was isolated to an intermittent solder joints where the pulse wires from the trunk cable and rear therapy electrode connect to the distribution node pca board. The root cause for the intermittent solder joints could not be positively identified. No adverse event resulted from the intermittent solder joints. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hipot test. The last pt to use this electrode belt did not report any deficiencies.